Event description:
Customer was hospitalized due to dka. Customer changed the infusion set prior to hospitalization and continued to bolus through pump only. Troubleshooting was done and pump passed the prime test. Tubing clamp was not available to run the high pressure test. Tubing clamp was sent and customer was instructed to call back.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.